Event description:
Additional information identified that blood was detected in the urine, hence surgical intervention may be pending.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain and bruising at the scs ipg site after a fall. Reportedly, patient complained ipg moved. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that surgical intervention is pending due to patient's physiological conditions.